Manufacturer narrative:
(B)(6). The lot was manufactured june 09, 2016 - june 11, 2016. The device was received for evaluation with approximately 53 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion of fluorouracil. The expected infusion time was 46 hours; however, the device had not fully emptied after that time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.